Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 317 mg/dl and a reading around 280 mg/dl. She retested using another meter and received a reading of 138 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.